Event description:
The surgeon reported that it was impossible to load the patient folder. Finally, the surgeon was able to load the patient folder after importing the images again. This event caused a delay of 45 to 60 minutes.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation three shutdowns occurred during this surgery. Two first shutdowns occurred while downloading a patient folder, these issues were due to a crash of rosanna software. No more evidence are provided to conclude about the root cause for these issues. The last shutdown of the device was due to a known design defect. Corrected data: date of this report. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Evaluation code.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon reported that it was impossible to load the patient folder. Finally, the surgeon was able to load the patient folder after importing the images again. This event caused a delay of 45 to 60 minutes.